Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic lobectomy, while in the pulmonary arteriovenous vein, the 2 reloads would not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload and handle was used but had the same issue. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic lobectomy, while in the pulmonary arteriovenous vein, the devices did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.